Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device broke in the extension set. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Device/batch history record review findings: a total of (B)(4) units were manufactured on qfa line 1 from 16april16 through 17april16. All challenge, sept up and in process samples were performed per specifications and no qn¿s were initiated. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received a manifold ramp with 7 q-syte units attached to it, observed the q-syte neck and top septum of the blue stopcock had been separated from the q-syte body and was connected to an extension set (male end) received along, a 60ml syringe was also received. Visual/microscopic examination: all septums were molded using the 16 cavity mold: blue valve: observed the q-syte neck and top septum had been separated from the q-syte bottom body and stayed connected to the ext. Set received, observed signs of stress on the rim of the neck and the top septum. All of the other q-syte units did not reveal damage. The damage (stress signs, separation) observed on the q-syte (blue valve) appears to be caused by external forces applied to the unit during usage. The unit did not reveal evidence of manufacturing related damage. A formal corrective action will not be initiated at this time. A definite root cause that caused the damage observed with the returned unit could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device broke in the extension set. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd q-syte luer access split-septum stand-alone device broke in the extension set. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.